Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's event log history had been sent in. The vad coordinator states that event log history indicated low speed and pump stop events. The pt recalls hearing only one alarm. The event log was reviewed and the result communicated back to the customer confirmed the reported events. The events only occurred when the pt was connected to the pt cable. Equipment appears to be functioning as intended leading up to and after the reported events. Suspecting possible perc lead issue. Pt will be sent for x-rays. There is no apparent visible damage to the external portion of the driveline. The vad coordinator states the pt has gained a good amount of weight since being implanted with the hmii. The vad coordinator inquired if the pocket controller would help indicate a perc lead issue.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information - a specific cause for the reported event could not be conclusively determined through this evaluation. Based on the manufacturer¿s past experience and similar reported events, the low speed hazard alarms, pump stops, and power elevations that were confirmed through the log file provided by the account could be indicative of driveline damage. However, a full examination could not be conducted because the system was not returned analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the manufacturer did not receive any x-rays from the hospital.